Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant but there was no bipolar pacing on connection and unipolar pacing pulse was noted without capture. A second attempt to reconnect was unsuccessful. The device was returned for analysis. A second reply sr was connected and the same behavior was observed initially but this device was programmed to bipolar and pacing capture was verified on the ECG. Concerning the automatic detection / polarity configuration function of reply sr devices with serial numbers that precede (B) (4): it was not known at the time of the implant the it deviates from the expected behaviour but now they have been provided with the add'l reply lead connection info.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.